Event description:
It was reported that this right ventricular (rv) exhibited undersensing, which resulted in overpacing. At this time, this rv lead remains in service. No additional information was received.